Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation surgery for subtrochanteric fracture of left femur with the cement. In the surgery, the cement was used to increase the fixation of the tfna long nail. The cement was not sufficiently mixed even after the number of times of mixing as per the surgical technique. Some of the powder and liquid were not well mixed. The mixer also had stopped moving. Therefore, further blending operation was not possible. Before stopping, the moving part of the mixer showed strong friction and poor movement during the operation. The syringe was filled with the cement mixture as much as possible. About 1.5 ml of cement was filled into the fixation part using a plunger. The surgery was completed successfully within 30 minutes delay. It was inferred that the cause of this event was the possibility that the position of the blade of the mixer before filling the liquid was not fully lowered. The possibility that the movement of the equipment was because the creaking of the working part of the mixer was strong. The patient was reported as stable. This report involves one (1) cement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter facility name: (B)(6). Reporter is a j&j employee. Part: 07.702.040s. Lot: 1b53390. Manufacturing site: (B)(4). Supplier: osartis gmbh. Release to warehouse date: february 19, 2021. Expiration date: february 1, 2024 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.